Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending coronary artery with no tortuosity and no calcification. The 2.75 x 15 mm nc trek balloon dilatation catheter was advanced to the target lesion without resistance; however, the balloon ruptured upon use. The nc trek was exchanged with another balloon and the procedure was completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.